Manufacturer narrative:
The reported guide wire was returned for evaluation. A visual examination found the proximal core wire to be fractured at the proximal solder bond. The distal spring tip coils were also found to be damaged and contain adhered biological material. No additional damage was noted with the guide wire. At the conclusion of the failure analysis investigation, the reported event was confirmed. However, the root cause of the guide wire fracture could not be conclusively determined. The material inspection record for the reported guide wire was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), the tip of the viperwire guide wire became detached inside the patient. During the procedure, the distal tip of the guide wire became prolapsed at the distal end of the vessel. When the wire was retracted, the tip of the wire became caught on the distal end of the sheath and detached. The wire fragment was successfully snared and removed and the patient was stable.